Event description:
It was reported to philips that the system was autonomously restarting multiple times and subsequently became unresponsive, indicating an issue with booting. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.